Manufacturer narrative:
It was determined that the event was previously submitted under report 9616099-2016-00791 and is therefore considered a duplicate. No further reports will be submitted under this duplicate case.

Manufacturer narrative:
(B)(6).  This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6 mm 8 cm 80 powerflex pro percutaneous transluminal angioplasty (pta) catheter, it ruptured under nominal pressure. There was no reported patient injury. The device will be returned for analysis.